Event description:
The pt was admitted to the hospital for removal only of her bilateral silicone breast implants secondary to rupture of the left breast implant. These implants had been placed in 1986, during an breast augmentation surgical procedure. The pt authorized the hospital to dispose of her surgically removed breast implants.